Event description:
A customer reported that their glucometer elite is not providing accurate results. The customer states that when they test they receive results that is approximately 100 points different between readings. While on the followed a review of the system was conducted. Electronic checks were not satisfactory. It was learned that a portion of the "units" digit was only partially displayed. A request was made to return the system for evaluation. However, in the meantime a replacement unit was provided.